Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resumed insulin delivery after the issue and was advised by technical support to call when the issue occurs again. Customer understood and acknowledged the guidance provided.